Manufacturer narrative:
In the case description, the user mentioned having to discard a pod then being unable to activate two new pods. Inspection of the android log files downloaded from the controller found that a discard did occur on the date of occurrence due to failedtosend errors with the controller attempting to send commands to the pod. The user was then unable to pair a new pod as they could not get past step 1 of activation though the controller was able to connect to pods. The engineering logs show that the controller was able to find pairable pods and connect to them, however the controller continued to generate failedtosend errors when sending the activation command. During the investigation, the controller was able to pair with an unused pod, which was paired with a cgm emulator. The controller was able to activate the pod, command a 5 u bolus, receive cgm values, switch modes, and deactivate the pods with no issues. The exact cause of these failedtosend errors and subsequent pod-controller communication issues could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and hyperglycemia. The patient reported she had activated a new pod and a few minutes after activation she received a communication error. The patient tried to activate 2 additional pods without success. The patient's blood glucose levels elevated to an unknown number, prompting her to seek medical attention. The patient was treated with IV (intravenous) fluids in the ICU (intensive care unit). The patient was released in 3 days. The pod was removed at the hospital.